Manufacturer narrative:
Product analysis summary: a kink was evident to the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. Misalignment of struts was evident to 8th and 9th distal stent wraps. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to dried blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a non calcified, non tortuosity proximal left anterior descending (lad) artery. There was no damage noted to the packaging. The device was inspected with no issues. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.